Manufacturer narrative:
The returned device was analyzed and the reported allegations of pump collapse was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Diagnostic testing confirmed a dimpled pump, stays flat when the bulb is pressed. The ipp pump was explanted and a new ipp pump as implanted. The patient was stable following the procedure.

Event description:
It was reported that the device did not work properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Diagnostic testing confirmed a dimpled pump, stays flat when the bulb is pressed. The ipp pump was explanted and a new ipp pump as implanted. The patient was stable following the procedure.